Event description:
It was reported that the patient was delivered to the intensive care (ic) unit for the first time with, acute coronary syndrome (acs), st elevation myocardial infarction (stemi), left ventricular (lv) posterior wall, right coronary artery (rca) and right posterolateral artery thrombosis. The patient was delivered 4 hours after the beginning of acs and before transportation to the hospital the ambulance team performed thrombolytic therapy. In the (ic) unit it was decided to recanalization of right posterolateral artery. A balance middleweight elite guide wire (bmw elite gw) was used for recanalization and upon advancement it was detected on the monitor that the end of the gw went to the distal part of thrombus. During correction of the gw position it was smoothly pulled back but the distal segment was still detected at the same place, like if it was left in the occlusion without any motion. The gw was extracted and visually its separation was detected and the distal part of it stayed in the guiding catheter. A balloon catheter was inserted into the guiding catheter and inflated in order to press the gw against the wall of the guiding catheter. It was then extracted together with the balloon catheter and the guiding catheter. There were no complications for the patient. There was no intervention because positive dynamics had been observed and only nitrates were given. The patient was delivered to the cardiology department. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported separation of the guide wire tip was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.